Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. A distal bactiseal catheter a third party product was used. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. Both valves have shown an accelerated outflow. Adjustment test: the progav 2.0 was tested and is no longer adjustable. Since the shuntassistant 2.0 is a valve with a fixed pressure stage, the adjustment test was not applicable. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is operational, however the braking force cannot be measured due to the nonadjustability of the valve. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 was out of tolerance, an accelerated outflow was detected. Additionally, the valve is also not adjustable. And because of that the braking force cannot be measured. The opening pressure of the shuntassistant 2.0 was out of tolerance, an accelerated outflow was detected, but all other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation results, we can identify an accelerated outflow and a non-adjustability in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operating in underdrianage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) height: 130 centimeters (cm) weight: (B)(6) gender: female.